Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported error 319 was confirmed and replicated. In the system logs, the error 319 was found indicating faults on the rolling loop fiber cable, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the error 319 was triggered indicating fault on the rolling loop, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the rolling loop. Once testing was completed, the rolling loop cable was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to communication errors from the rolling loop fiber cable located within the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, an error 26002 occurred on the universal surgical manipulator (usm) arm 4 so the site disabled the usm arm 4 to continue the procedure. The issue was reported to dvstat after completing the procedure. The customer did a power cycle and hard power cycle with emergency power off (epo) of the entire da vinci system. After powering on, the da vinci system back on and errors 319 appeared on the usm arm 4. The system was ready with 3 arms. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained that they could use the system as a three-armed system until the system was repaired. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initialized without error.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.